Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering insulin and the blood glucose was high as 500 mg/dl. Customer¿s current blood glucose value was 121 mg/dl. The customer experienced symptoms such as dizzy, blurred vision. Troubleshooting was done for high blood glucose and under delivery. The customer treated with a pump. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The customer also states experienced multiple bent cannula and the drive support cap was normal. Based on customer report customer does not allege pump was under delivering. The insulin pump will not be returned for analysis.